Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was 45-300 mg/dl. The cause of the low bg was caused by the customer administering a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer consumed carbohydrates and glucose tabs to address bg. The customer continued to use the pump for insulin therapy.